Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from two (2) pt samples that were generated by the access 2 instrument. Patient a: the accu tni result was 6.37ng/ml. The result was reported out of the lab. The customer collected a fresh sample from the pt and tested for accu tni; the result was 0.00ng/ml. The customer then re-tested the pt original sample for accu tni; the result was 0.00ng/ml. Patient b: the accu tni result of 0.78ng/ml was reported out of the lab. The pt original sample was re-tested for accu tni. The reported accu tni result was 0.00ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed or connected with this event.